Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this pacemaker implant procedure, it was observed that both the positive setscrews would not tighten down until the hex wrench was removed and reinserted which allowed for the setscrews to be successfully tightened. No adverse patient effects were reported.